Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll amber was missing scale markings. The following information was provided by the initial reporter: I have a syringe here with no markings on it.

Event description:
It was reported that syringe 50ml ll amber was missing scale markings. The following information was provided by the initial reporter: I have a syringe here with no markings on it.

Manufacturer narrative:
Investigation summary : one photo sample was provide to our quality team for investigation. Through visual inspection, the scale is observed to be blurred and incomplete. A device history review was performed for reported lot 2008080, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported failure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, this defect can occur due to a failure in the trigger that guides the barrel to be correctly positioned during the scale transfer. As a result of the failure, the barrel did not properly rotate, resulting in the scale being compressed.